Event description:
It was reported that the skull clamp slipped causing a laceration. The surgeon was unsatisfied with the position of pt's head after the clamp and adaptor were applied. Therefore, the clamp was disconnected from the adaptor while the surgeon was holding the head clamp, the pins lacerated the pt's right temporal area. The surgeon sutured the 1 inch laceration. The clamp was in use for less than a minute before the event occurred.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.